Manufacturer narrative:
The customer reported that their central nurse's station (cns) suddenly shutdown, and when they booted back up, they could not get into the application. When this happened, the device displayed a "monitor service disconnect" error. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) suddenly shutdown, and when they booted back up, they could not get into the application. When this happened, the device displayed a "monitor service disconnect" error. No harm or injury was reported.

Event description:
The customer reported that the central nurse's station (cns) suddenly shutdown. They could not get back into the cns application when booting it back up. When this happened, the device displayed a "monitor service disconnect" error. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) suddenly shutdown. They could not get back into the cns application when booting it back up. When this happened, the device displayed a "monitor service disconnect" error. No patient harm or injury was reported. Investigation summary: based on the reported information, nihon kohden (nk) was able to confirm the reported issue. However, nk was unable to determine a definitive root cause, as the issue is user dependent, and additional information was not provided. It is possible the issues were due to a user related error. Although nk was unable to determine a definitive root cause of the reported issue. The most common root causes of software and/or file corruption are ungraceful exits or improper shutdowns. Ungraceful exits or power loss during software and/or operations are likely to result in corruption of files and/or software. In some case, corruption issues can lead to damage to sensitive components, such as hard disc drives.